Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) power cord was unable to retract. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, e1 (initial reporter), e3. Updated data: b4, e1 (email), g3, g6, h2, h10, h11.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and and the fse unstuck the cable and unit was ok. The cable was stuck again after been unstuck. Unstuck the cable again and unit ok. The fse went back to site and examined the unit and cable was ok. The fse completed safety, functionality, and calibration checks and all tests passed to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) power cord was unable to retract. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.